Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the sight glass on the unit's steam generator had cracked, allowing water to leak out of the unit. The sight glass was last replaced in january 2019 by a steris service technician. The seals on the sight glass should not be over-tightened. The technician replaced the sight glass, tested the unit, confirmed it to be operating according to specification, and returned it to service. A district service manager retrained the steris service technician on proper maintenance activities, specifically not over-tightening the sight glass seals. No additional issues have been reported.

Event description:
The user facility reported that their evolution sterilizer was leaking water onto the floor and into the parking garage below. No report of injury.